Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device upper trigger was unattached, control coupling for the device wire insulation was damaged, corrosion and unknown debris were found on the motor with lid and contacts and coupling head were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error and normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the small battery drive device would not reverse. There was no delay in the surgical procedure as a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.